Manufacturer narrative:
Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement straight suction shipped to site. No parts have been received by manufacturer for analysis. On 03/16/2016 a medtronic representative performed a navigation system check-out, hardware and software areas passed. Instruments test failed. Straight suction was not precise; geometry error <.5mm. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in functional endoscopic sinus surgery (fess), the site's straight suction was noted to be approximately 2 millimeters inaccurate. It could be verified by the navigation system, however, check on anatomical landmarks showed that it was a little off. Other navigated instruments worked as expected with precise accuracy compared to anatomy. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect suction finds that the instrument successfully verified without issue. Visual inspection found no physical damage to straight suction. A medtronic representative was unable to replicate the reported issue, returned suction was found fully functional.

Manufacturer narrative:
Device lot number now provided. Device manufacturing date now provided.